Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump's touch screen was cracked. The touch screen was unresponsive and unreadable. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Correction: section d; section h manufacturer number correction: section d; section h manufacturer number.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touch screen could not be verified; however, the unreadable/unresponsive touch screen issue was verified.